Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional review of the data was performed and as the device is functioning normally and no indication of any loss of therapy availability, normal patient follow-ups were now recommended and not an immediate explant of the device. At this time, the s-ICD remains implanted and in service.

Manufacturer narrative:
(B)(4); further investigation into this issue is currently being conducted. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that during a patient follow-up, it was noted that this subcutaneous implantable cardioverter defibrillator (s-ICD) performed at reset during the initial interrogation. The rest of the follow-up was normal, and the device appeared to be functioning appropriately. A memory download was performed and sent to boston scientific engineering for review. No adverse patient effects were reported. An engineer determined that the reset occurred during the telemetry session and is indicating a potential issue within the circuitry of the s-ICD. As there is a potential of the reset occurring again and causing a compromise in therapy to the patient, replacement is recommended. This information was provided to the field representative to communicate with the physician. Additional information was reported that the patient was seen again for exercise testing. Normal product function was noted during testing and no resets were observed. At this time, the s-ICD remains implanted and in service.